Manufacturer narrative:
The reported event is unconfirmed. No root cause could be found because the reported event was unconfirmed. Visual evaluation noted received silicone foley catheter with ample port catheter with the catheter was slightly inflated. Balloon was deflated prior to testing. Inflated with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water). Upon inflation no tear was found on balloon. Balloon maintained 50:50 concentricity ratio and rested with no leakage occurring. Deflated under 5 minutes however balloon cuffing was present. Also received 3 photo samples. First photo sample shows top view of catheter. Second photo sample shows end of catheter with balloon mushrooming present. Third photo sample shows inflation cap. Based on photo sample received the reported event is unconfirmed. As the reported event is unconfirmed a DHR review is not required. However, a DHR was completed before unconfirming the event. A labeling review is not required. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley balloon had fallen out and upon checking the balloon, it was found to be torn. Per notification received from investigator on 08oct2024, cuffing was present during sample evaluation which contains same batch information as original complaint.

Event description:
It was reported that the foley balloon had fallen out and upon checking the balloon, it was found to be torn.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.